Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with noise over-sensing from their atrial lead causing automatic mode switch. Replacement of the device was recommended with the healthcare provider. Patient was stable after the event.

Event description:
New information received noted that the lead was capped and replaced on 13 sep 2021. Patient status was stable after the procedure.